Event description:
A customer reported that a patient had a toric lens implanted od at the incorrect axis. This was noted one day after surgery. Therefore, the patient was subsequently booked for a 2nd treatment procedure od in order to correct the iol axis.